Manufacturer narrative:
The device has not been returned, therefore; no product evaluation could be completed.

Event description:
Allegedly, per the customer, current leaked through the insulation of the instrument and burned the infant on the right abdomen. The facility has not provided any details of the incident, therefore; we have no information regarding the event or the patient.